Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. Customer tried two (2) other batteries that they had in stock and they would not charge. Customer replaced the battery, power management (pm) board, and user interface (ui) board to resolve the reported issue. Unit was tested and passed. Unit ready for use.

Event description:
Customer contacted technical support (ts) stating that unit will not run on battery. The customer reported there was no patient involvement. Event date not specified, estimate used.